Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad) in 2002. Due to suspected mechanical problems with the lvad, the pt was switched to pneumatic back up operating mode 10 months later, utilizing a drive console and stroke volume limiter (svl). After approx one month on pneumatic support, it was suspected that the pt had suffered a tia. The pt was continued on pneumatic support an continued to receive what was thought to be small strokes. The pt was very quite, sat on their chair and did not recognize anyone. In 2003, the pt got out of bed during the night and walked over to the bathroom without taking the drive console with them. When the pt did this they broke the pt side tube on the stroke volume limiter. The pt continued to walk to the bathroom and sat on the comode. The nurse entered the bathroom and thought the pt had a massive stroke. The pt became comatose and eventually died.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad) in 2002. Due to suspected mechanical problems with the lvad, the pt was switched to pneumatic back up operating mode 10 months later, utilizing a drive console and stroke volume limiter (svl). After approx one month of pneumatic support, it was suspected that the pt had suffered a tia. The pt was continued on pneumatic support and continued to receive what was thought to be small strokes. The pt was very quiet, sat in their chair and did not recognize anyone. 2 months later, the pt got out of bed during the night and walked over to the bathroom without taking the drive console with them. When the pt did this they broke the pt side tube on the stroke volume limiter. The pt continued to walk to the bathroom and sat on the commode. The nurse entered the bathroom and thought the pt had a massive stroke. The pt became comatose and eventually died.